Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running patient sample on bd facscanto" ii and erroneous results were obtained. Sample was re ran on different canto with expected results. There was no report of patient impact. The following information was provided by the initial reporter: today suddenly we had no signal when running a sample. In this experiment "trombocytantigen" we are looking for negative populations but it looked a bit strange so we re-prepared the sample (including a normal blood sample which should be positive as a control), but after re-run no/low signal. The second run was exactly the same. The patient sample was run on another canto instead, with good signal and expected result. I then run another sample (without doing anything else in between) on the instrument; suddenly we had signal. Then I re-run the same tubes from first negative run (1), and I had signal. We have seen this before. After purge and/or restart of instrument it used to be good again and the signal is back. We have not seen anything strange on cst. The last time this happened (a couple of weeks ago) I run a new cst after purge etc, no problem. At that time we saw a huge air bubble in the flow cell and we thought it was the problem. No visible air today. This is very uncomfortable as it is not always obvious that we have problem with the instrument, we refer the result to the patient.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part #338962 and serial # v96300267.problem statement: customer reported a complaint regarding their instrument producing erroneous results.manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 30apr2020 to date 30apr2021.complaint trend: there are 14 complaints related to this issue of erroneous results; date range from 30apr2020 to date 30apr2021.manufacturing device history record (DHR) review: DHR part # 338962 serial # v96300267, file # 338963-v96300267-900113215-07 & 338962-v96300256-v96300267-900113840-07, were reviewed. The instrument met all the manufacturing specifications prior to release.investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of why the customer was seeing erroneous results was due to a firmware issue. The fse (field service engineer) tried to replicate the issue of no/low signal, similar to what the customer was obtaining, but was not successful. The fse found the firmware to be corrupted and reinstalled it. After the install, no reoccurring issues arouse. Additionally, the fse performed a pm (preventive maintenance) to make sure there were no leaks (liquid or air) affecting the system. No parts were replaced nor requested for evaluation.although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. There was no harm or injury due to erroneous or unexpected results.after the repair, the instrument was functioning as expected. The safety risk is limited, s2, as there was no impact to patient health or safety.service max review: review of related work order #: 01905112, case # 01333915install date: 27sep2007defective part number: n/awork order notes:o subject / reported: 338962 - bd facscanto ii - erroneous resulto problem description:o "1. Today suddenly we had no signal when running a sample. In this experiment "trombocytantigen" we are looking for negative populations but it looked a bit strange so we re-prepared the sample (including a normal blood sample which should be positive as a control), but after re-run no/low signal. Pls see enclosed files and pdf (1) from the first patient run. The second run was exactly the same.o 2. The patient sample was run on another canto instead, with good signal and expected result. Enclosed pdf (3).o 3. I then run another sample (whithout doing anyting else in between) on the instrument; suddenly we had signal.o 4. Then I re-run the same tubes from first negative run (1), and I had signal. Pls see enclosed files and pdf (2). We have seen this before. After purge and/or restart of instrument it used to be good again and the signal is back. We have not seen anything strange on cst. The last time this happened (a couple of weeks ago) I run a new cst after purge etc, no problem. At that time we saw a huge air bubble in the flow cell and we thought it was the problem. No visible air today. This is very uncomfortable as it is not always obvious that we have problem with the instrument, we refer the result to the patient. Can you explain why suddenly no/low signal?"o work performed: issue could not be replicated but firmware was corrupt. Reinstalled firmware. No further issues but I have asked to customers to be extra observant for the next two weeks as the issue has only happened twice times over the last 2 or so weeks. Performed pm to make sure therer were no leaks (liquid or air) affecting the system. Please see corresponding woo cause: unknowno solution: n/areturned sample evaluation: a return sample was not requested because there were no replaced parts.risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is a ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02¿rev. 12/vers. J whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient.hazard(s) identified? ¿yes ¿noo item: dsp downloado function: loads dsps program data files from hosto potential failure mode: dsp/s does not load, or does not load correctlyo potential effects of failure: corrupted datao potential causes/mechanisms of failure: dsp, clock, other components on bus interfering, corrupted data fileo current controls: daily setup procedure, user qco recommended actions: n/ao responsible party: n/ao target completion date: n/ao actions taken: n/ao sev: 5o occ: 2o det: 5o rpn: 50mitigation(s) sufficient ¿yes ¿noroot cause: based on the investigation results the root cause was due to a corrupted firmware.conclusion: based on the investigation results, the root cause of why the customer was obtaining erroneous results on the facscanto instrument was due to the firmware being corrupted.the fse could not replicate the issue, however reinstalled the firmware. After the install, and a pm, the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h10

Event description:
It was reported while running patient sample on bd facscanto¿ ii and erroneous results were obtained. Sample was re ran on different canto with expected results. There was no report of patient impact. The following information was provided by the initial reporter: "1. Today suddenly we had no signal when running a sample. In this experiment "trombocytantigen" we are looking for negative populations but it looked a bit strange so we re-prepared the sample (including a normal blood sample which should be positive as a control), but after re-run no/low signal. The second run was exactly the same. 2. The patient sample was run on another canto instead, with good signal and expected result. 3. I then run another sample (without doing anything else in between) on the instrument; suddenly we had signal. 4. Then I re-run the same tubes from first negative run (1), and I had signal. We have seen this before. After purge and/or restart of instrument it used to be good again and the signal is back. We have not seen anything strange on cst. The last time this happened (a couple of weeks ago) I run a new cst after purge etc, no problem. At that time we saw a huge air bubble in the flow cell and we thought it was the problem. No visible air today. This is very uncomfortable as it is not always obvious that we have problem with the instrument, we refer the result to the patient.".